Manufacturer narrative:
(B)(4). Approximate age of device: 2 years and 7 months. The pump was not returned for evaluation as it was not explanted. A review of the database found no driveline or pump pocket infection events having been reported to the manufacturer throughout the duration of lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2017 for septic shock. The patient had wide open aortic insufficiency, shortness of breath and positive blood cultures. A source for the sepsis was not determined. It was reportedly unknown if it was device related. The patient expired on (B)(6) 2017 due to septic shock. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Infections and sepsis are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.